Event description:
Philips received a complaint on a sure signs vs4 nbp, spo2 indicating that the blood pressure was not working at all; the device would give inaccurate results/ readings. The device was not in clinical use at time of event.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Initial analysis was performed by the customer¿s biomedical engineering who stated that the nibp was not functioning or providing readings and requested bench repair. The remote service engineer advised the customer that the vs4 was end of life as of 2025-12-31 and emailed customer copy of (B)(6) - end of support. Offered to provide nibp pump assembly but advised it was also end of life as of 2025-12-31. Customer declined. Customer not to move forward with parts or repair. No further assistance was needed concluding remote technical support. Based on the available analysis, it was determined that the device experienced a malfunction. However, the most probable root cause of the reported issue could not be conclusively determined at this time. It is suspected that the issue may be related to the device being out of calibration or a potential failure of the nbp pump. A review of the service history for this device confirms the problem has not been reported again for this device.